Event description:
Customer reported blood glucose results of hi, which on the compact plus system indicates a result in excess of 600 mg/dl, and 130 mg/dl on the compact plus system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.